Manufacturer narrative:
The device is not returned for this event. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no repairs done on this device for the past year. The reported issue for the device is that the image is displayed in white during using of 180 series endoscopes. This device was returned and evaluated for another event in (B)(6) 2020 (8010047-2020-08347 supplemental report) and there was no problem found with the device. It is likely that this is the temporary failure due to the compatible device other than this product, or that this is the temporary event due to influence of the operating environment such as hygrothermal environment.

Manufacturer narrative:
Due diligence was executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during set up for an unknown procedure the device yielded only a white image on the main monitor with the 180 series scopes. There is no patient involvement and no adverse impact to any patient or the intended procedure. The intended procedure was performed in another procedure room. The connections, settings, electrical contacts were checked. No abnormalities were noted during the device inspection and all cables looked intact. No error codes were displayed.